Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported that the display screen of their freestyle flash meter was blank. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction.